Manufacturer narrative:
The creatinine reagent lot number and expiration date were not provided. The bilirubin reagent lot number was 845102. The expiration date was not provided. The field service engineer found a pinhole in the reagent tubing and that the tubing was kinked. He replaced and rerouted the tubing, cleaned the module, reset, and ran mechanism checks, a photometer check, and a cell blank. The calibration and qc results were acceptable. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 8000 c702 module. Example 1 initial creatinine result was 566 umol/l, and the repeat result was 78 umol/l. The questionable result was not reported outside of the laboratory. Example 2 initial total bilirubin result was 371.2 umol/l, and the repeat result was 4.3 umol/l.